Event description:
It was reported that a patient underwent a surgical procedure for breast cancer on an unknown date and a drain was placed. On (B)(6) 2011 at 4pm, a nurse disposed of the patient's fluid and reactivated the reservoir. At 6:00 pm, another nurse had found the reservoir inflated with air and then reactivated it again. One hour later, the reservoir again was inflated with air, so the nurse fixed the exit port with tape and reactivated it, then it suctioned properly. However, the patient was bleeding, so the patient underwent reoperation to remove the blood. The reservoir was changed for the new one which worked normally. The patient is being monitored in the hospital.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The initial procedure was elective. The location of the drain insertion and incision was at the axilla and anterior chest wall. The reservoir was activated after the procedure. Hemostasis was achieved and confirmed before the conclusion of the surgery. It is unknown how often the drainage was monitored, however, when the patient was moved to the ward before 4pm, a nurse disposed of the patient's fluid. The amount of the patient's fluid was small. On (B)(6) 2011, in treatment room, the surgeon opened the original wound site and the hematoma was noted. One hour elapsed between observing the inflated reservoir and the hematoma formation. The patient underwent reoperation on (B)(6) 2011 where the hematoma was detected at the incision site. The source of the blood in the hematoma was from the original surgical trauma. After the reoperation, the patient had anemia. Now, the patient is hospitalized in stable condition. (B)(4).